Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a thorascopic lobectomy, while being applied to the lobes of the lung, the device's distal staple line was incomplete. The case was completed using a new reload. No patient injury.